Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the error message event was sensed by the device.

Event description:
It was reported that during a follow up in clinic, an error message was received on the device. The device was reprogrammed to resolve the event. Abbott technical support was contacted and the error message was suspected to be associated with unfinished programming or interrogation session during the previous interrogation. The patient was in stable condition.